Event description:
A report was received form the USA with information that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a patient when event occurred. The date of the event was not reported.

Manufacturer narrative:
The device was evaluated by the covidien customer service engineer and was returned to the manufacturer for evaluation. The graphical user interface (gui) central processing unit (cpu), the analog interface (ai) printed circuit board (pcb) and inspiratory printed circuit board were replaced. The device passed performance verification testing and was returned to the user facility. (B)(4).